Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device can be heard "around the clock". Follow up cannot be obtained as the patient has just moved and does not yet have a physician. The device is still in use. No patient complications have been reported as a result of this event.